Event description:
The actual device was returned for evaluation. The engineering analysis indicated that this event is now considered to be a reportable event. The made aware date is 2008. The wire lumen of the aspiration catheter became torn during the procedure. An attempt to obtain the case event info has been unsuccessful.

Manufacturer narrative:
The actual device was returned for evaluation. The preliminary engineering analysis has indicated that this event is considered to be a reportable event. The made aware date is 2008. Engineering analysis of the subject device will be completed. Device evaluation anticipated.